Event description:
A non health care professional reported that intraocular lens (iol) implant procedure the intraocular lens had a part of a third haptic mashed on to the edge of the intraocular lens, it almost looked like sheared off tail of a haptic, inspected both haptics which were intact and had to explant the original iol and use backup lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. Without the sample being returned we are unable to verify that there was a third haptic when the product was opened. The viscoelastic indicated is not qualified for the lens/company combination used. The instruction for used (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).